Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a red and itchy skin irritation on his back and under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a salve, canesten, and applied a wound plaster on the skin irritation. Follow up indicated that the patient received his pacemaker and the skin irritation improved.